Manufacturer narrative:
Date of event: (B)(6) 2017. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a small volume folfusor during filling with cytotoxic fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured between (B)(4) 2017 ¿ (B)(4) 2017. The unit was returned to the plant containing no fluid in the bladder. Visual inspection with the naked eye found no evidence of leak near the fillport or at other parts of the device. The unit was returned with a red (non-baxter) luer cap. A functional leak test was performed with both the red luer cap and a baxter blue luer cap with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.